Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_burrholecap, product type: accessory.

Event description:
The patient reported via a manufacturer representative (rep) that she had an infection in the burr hole cap in (B)(6). The healthcare provider (hcp) debrided the wound and the patient healed. The patient's indication(s) for use were essential tremors and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.